Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient recovered from the peritonitis and was discharged from the hospital, after seven days. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced peritonitis. The patient experienced abdominal pain and cloudy effluent as a result of the peritonitis. On the same day the patient was hospitalized for the peritonitis. The treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.